Manufacturer narrative:
(B)(4). The device history record (DHR) for 00515048601 lot number 64369084, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Photos of the device were provided by the account, however. The photos indicate that the a green nozzle had detached from the tip assembly. These photos confirm the reported event. While the photos provided by the account confirmed that the 00515048601 nozzle had detached from the tip assembly, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was used a pulsavac hip kit with funnel attachment. A small green plastic part became detached. Because of this issue the clinic sorted out 10 further pulsavac hip kits from the same batch preventively. 5 of the 10 devices were discarded by the clinic. No adverse events were reported as a result of this malfunction.